Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. Initial examination revealed no functional or design abnormalities with respect to driver assembly or screw loading. To confirm, the lockable holding sleeve was coupled with a separate long t25 driver (03.632.072) & ratcheting t-handle (03.632.090), and loaded with / unloaded from one (1) pre-assembled poly-axial matrix pedicle screw; this process was repeated several times to ensure that no unanticipated incident occurred. The screw was then driven its entire length into a 20pcf sawbones foam block, and subsequently backed-out and disassembled from the holding sleeve without experiencing any issue as described from the instrument. This entire procedure was repeated for the standard t25 driver (03.632.002) returned in the complaint, along with a standard length lockable holding sleeve (03.616.042). The results were the same; no issue was experienced with the driver. Placeholder.

Event description:
Consultant reports during a post. Lumbar fusion at l4-s1, the tip of the screw driver sleeve cracked while inserting a screw. Tip still attached to driver sleeve, nothing to retrieve from patient. Surgery was completed with a different driver. No harm to patient. This is report 1 of 2 for complaint (B)(4).